Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It is likely that the patient's clinical status, comorbidities, and use of anticoagulation were factors that could have predisposed the patient to the event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was at the clinic on (B)(6) 2016. After the patient left the hospital, the labs came back with ldh 1256. Patient reported dark apple juice urine which started to get the color saturday night. Log file showed power trending up at 4.7 watts, above average baseline of 4.2 watts. Patient was called back and admitted. Patient was started on heparin and stared integrilin at 11pm. On (B)(6) 2016 the ldh was up in 1300s. Power came down from peak above 5 watts yesterday and at 4.8 watts at 4pm. Plan to maintain integrilin overnight. Patient remains in the hospital. Investigation is ongoing.